Event description:
It was reported that the device was leaking as solution was added, and the nurse had been experiencing issues with the device as it did not dispense an appropriate volume to the patients. One box had 3 cadds that leaked and other boxes had a minimum of 1 cadd leakage. There was patient involvement and patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; august 2024 was the month/year of the event, but an exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
E1: correction. H3: twelve units were received on 29-dec-2024. Sample consists of (12) cassettes product from part number 21-7300-24, lot number 6022017. The samples were received in non-used conditions, decontaminated, with original packaging and inside in a plastic bag. Visual inspection found no damage. Functional testing found no discrepancies. The leakage was not confirmed. A lot history review revealed there were no complaints documented for this lot number for the failure mode reported.